Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement tandem cable and wall adapter via two-day shipping, which resolved the issue for the customer, and no further assistance was needed.